Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular aortic repair [evar] procedure, the catheter tip detached within the patient. The physician had successfully navigated the ilio-femoral conduit to acquire final images of the scaffolding-graft that had been successfully deployed. A pig tail catheter was advanced under fluoroscopy and positioned just superior to patient's renal artery ostium. A power injection was completed. The attending medical staff did not notice that the pig tail catheter tip had detached until the catheter had been extracted from the patient vascular system. The physician successfully externalized the foreign body with a vascular snare device liberating the patient's aortic native conduit. The physician noted that the patients targeted vasculature system was unremarkable and experienced no difficulties while advancing and manipulating the 5f pigtail catheter. One device is returning for investigation. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.